Manufacturer narrative:
(B)(6). Clotted inner lumen: blockage of the catheter inner channel by blood clot, preventing accurate arterial pressure transmission. Purpose: the inner lumen monitors arterial pressure waveforms. Causes: inadequate flushing lumen kink iabp inactive for more than 30 minutes effects: inaccurate or dampened waveforms, inability to flush or aspirate, and high resistance during flushing. Identification: dampened waveforms combined with resistance or inability to flush or aspirate. Prevention (IFU): fiber optic: aspirate 3 cc of blood followed by flushing with 3 to 5 cc of solution after placement. Cap the lumen if occluded. Labeling: sensor and non sensor iab ifus include warnings, precautions, and instructions for flushing and capping. Linear, mega, and yamato plus models were reviewed. Risk analysis: dfmea and hazard analysis address risks including inactive lumen, kinks, and blood sampling. Trending: monthly trend review. No CAPA or scar since january 2023. Current status: risk remains within profile. IFU addresses the failure mode. No escalation is required. Difficult or unable to monitor arterial pressure for sensor iabs key cause: inner lumen related issues including clot formation, kinks, breaks, and lumen damage. Signs of a damped arterial waveform: flattened waveform with reduced systolic upstroke. Narrow pulse pressure. Loss of dicrotic notch with a rounded appearance. Sluggish response during fast flush or square wave testing. Pressure monitoring methods: inner lumen monitoring used as the arterial pressure source on pumps that are not compatible with fiber optic sensors. Key IFU requirements: aspirate and discard 3 cc of blood before setup. Remove all air from the lumen and tubing and use a standard arterial flush system. Maintain a continuous flush of 3 cc per hour. Do not draw blood samples from the inner lumen. If the waveform dampens, aspirate 3 cc again. If resistance occurs, treat the lumen as occluded and discontinue use. Perform an hourly fast flush with pumping stopped. Precautions and signal optimization: use 8 ft or shorter low compliance tubing. Maintain flush pressure at 300 mmhg. Ensure the system is free of air. Use room temperature flush solution. Avoid damping devices and do not overtighten connections. Clear any blood in the tubing with a flush lasting at least 15 seconds. Complaint, risk, and labeling review: monthly trending is performed for difficult or unable to monitor arterial pressure events. No CAPA, scar, or complaint related corrective actions have been identified since january 2023. Dfmea review identifies potential contributors including kinks, excessive insertion force, and lumen or sensor damage. All are assessed with low severity and low occurrence, resulting in a risk index of 0. Labeling for sensation, transray, sensation plus, and transray plus iab products appropriately addresses this failure mode and directs users to IFU steps iva1 to iva4 and iabp help screens.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of sensation plus 40cc balloon catheter arterial waveform from fiber optic was damped and inner lumen was considered clotted. No harm to the patient was reported.